Manufacturer narrative:
Final analysis found that a partial lead was returned in two pieces. An internal insulation abrasion which breached the rv cable lumen was noted at 3.6 cm to 4.1 cm from the distal end under the rv shock coil. Another internal insulation abrasion which breached the rv cable lumen was noted at 16.2 cm to 16.7 cm from the distal end under the svc shock coil. Also noted was a rv etfe cable coating was found to be abraded while the other one rv cable was intact in this region. The damage found likely contributed to the reported electrical anomalies.

Event description:
New information received stated that on 08/15/18 the patient presented to the hospital for the right ventricular and atrial leads extraction. The leads were explanted and replaced and the patient was discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018 the patient experienced a ventricular fibrillation (vf) event and the defibrillator detected it and charged for the first shock. Over current detection test before the high voltage delivery exhibited a problem with the right ventricular lead and aborted the shock. The algorithm then switched and a second charge was completed and delivered. The shock successfully broke the vf and the patient returned to sinus rhythm. The patient presented to the emergency room but was transferred to the (B)(6) heart institute where the device tachycardia therapy was disabled. It was also noted that the atrial lead had a history of noise resulting in inappropriate auto mode switch episodes as far back as (B)(6) 2018. The asymptomatic patient was discharged with a lifevest.

Manufacturer narrative:
Correction: (B)(4).